Event description:
Patient stated thyroidectomy surgery in 2015 in which staples were used. Patient reports side effects as a result of the staple: nickel reaction, swallowing difficulty, gi issues, muscle wasting, no appetite, brown urine, fluid retention mostly above breast, chest and neck.